Event description:
PICC line placed via left saphenous vein and threaded to 22cm. X-ray obtained for tip placement showed it had coiled in the peritoneal cavity and was not in a vascular space. Catheter removed, and x-ray done. There was no free air. Six hours later, the infant had a change in condition and a septic work up was done. Blood culture growing resistant strain of (B)(6), but this organism was also growing from an abdominal wound.

Manufacturer narrative:
This failure could not be verified due to no product being returned for eval. A root cause is unable to be determined; therefore, no corrective actions will be taken.